Manufacturer narrative:
The main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they received an implantable neurostimulator (ins) and afterwards started to feel numbness in the chest, neck and jaw area. Further information reported that the patient did not know how to use the device, turned it up too high and it made him numb. The healthcare providers (hcp) said they could not do anything to help the patient because of the implant. The patient then waited 1 hour for the manufacturing representative (rep) to come show them how to use the programmer, and found out they had left. The rep called the patient and offered to review the information over the phone, however the patient declined as he wanted face to face instruction. Six hours after implant, the patient said the numbness did not subside and they went to the emergency room as they started to feel pain in their chest. The patient was given 2 bags of valium and was told that they had an anxiety attack. Then the patient noted that the immediate hcp staff at the implant hospital said it was related to the implant. Other medications the patient is taking include lithium and propanal. The patient wants the system removed and claims it is too much stress for their body, and felt they had not been trained properly. The ins is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.